Event description:
It was reported that when the customer went to set up the ventilator, it reset multiple times. The pt was placed on the ventilator for transfer to the aircraft. The ventilator reset with no audible alarm and it would not restart. The pt was removed from the ventilator and was manually ventilated. The battery was replaced and the ventilator restarted and operated normally but had a circuit alarm. No pt harm reported.